Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain. It was reported that the programmer/charger shows that it only has 1/8th of a charge and it has been on the charger for 11 hours. It was suggested that the patient reset the device. Additionally, it was reported that the patient was charging too frequently and the patient has had difficulty recharging since implant. The patient charges for 11 hours at a time and still needs to charge every day. The patient can get good coupling (was able to get 4 and then 7 coupling bars), and the implantable neurostimulator had low battery and was flashing at the first quartile. The patient has difficulty keeping the antenna in place because she weighs around (B)(6) and was told to not use the belt because of her size, and that it wouldn¿t work effectively to pick up the signal. The patient has pain in the back/shoulders as well as swelling and a knot in the back from squeezing and keeping the antenna in place. The patient has not had adequate pain relief since implant and has additional pain from the surgery. The patient has lost weight from the pain. The patient tried using another group and making adjustments, but that did not resolve the issue. The patient also has pain from recharging so is unable to tell if the new group is effective yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.